Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, uterine bleeding and tooth pain. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psych injury : depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and perineal pain ("perineal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic/abdominal") and abdominal pain ("pain: pelvic/abdominal"). The patient was treated with surgery (on (B)(6) 2018 underwent ablation and d&c). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage, menorrhagia and perineal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. 3 visible trailing coils at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2009: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs and mr received : case is upgraded to serious incident. Events- "mental anguish, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), perineal pain" added. Reporter, lab data, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included amenorrhea, uterine bleeding and tooth pain. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("psych injury : depression"), anxiety ("mental anguish"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and perineal pain ("perineal pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic/abdominal") and abdominal pain ("pain: pelvic/abdominal"). The patient was treated with surgery (on (B)(6) 2018 underwent ablation and d&c). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, vaginal haemorrhage, menorrhagia and perineal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding. 3 visible trailing coils at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2009: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet received. Events added from pfs- did not undergo confirmation test. Concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.